Event description:
It was reported that the right ventricular lead coil impedances have been intermittently spiking over the previous seven months. Attempts to gain additional information were not successful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).